Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes plastic foreign matter was discovered in tube. The following information was provided by the initial reporter: (1 of 3 complaints). It was reported that there was plastic shavings found inside the tube.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as all product specifications were met. The tube has black string/shaving in it from a pallet or super sack, both used on the production floor. There has been increased awareness for cleanliness and reduction of foreign matter in the plant. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® buffered sodium citrate (9nc) blood collection tubes plastic foreign matter was discovered in tube. The following information was provided by the initial reporter: (1 of 3 complaints). It was reported that there was plastic shavings found inside the tube.